Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube had a plastic protrusion in the tube. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for plastic protrusion in tube was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode plastic protrusion in tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.